Event description:
Waffle chair cushion was found delated after patient use. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for chair cushion, (brand not provided) (per site reporter). Equipment failure trend reported to (B)(6) health care customer service. Equipment available for return.